Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one x-port isp implantable port attached to a groshong catheter in two segments were returned for evaluation. Visual, microscopic, functional and tactile evaluations were performed. A complete compound break was noted on the distal end of the attached catheter that was elliptical in shape. A distal catheter segment was returned and measured approximately 14.7cm in length. A complete compound break was noted on proximal end of the distal catheter segment returned that was elliptical in shape. The edges of the complete compound break on the distal end of the attached catheter were noted to be jagged. The surface was noted to be granular in one region and round and smooth in the other region. The edges of the complete compound break on the proximal end of the distal catheter segment were noted to be jagged. The surface was noted to be granular in one region and round and smooth in the other region. Therefore, the investigation is confirmed for the reported fracture, material separation and identified wear and deformation issues. The identified fracture is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. Such kinking may have physiological, placement, usage or mechanical contributing factors. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h3, h6 (device, component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately ten months and eighteen days post a port placement, the catheter allegedly found ruptured when a chest x-ray performed and the rupture was confirmed when received the defective item. Reportedly, the tip of the catheter remains in the patient's body. The current status of the patient was unknown.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately ten months eighteen days post a port placement, the catheter allegedly found ruptured when a chest x-ray performed, and rupture was confirmed when received the defective item. Reportedly the tip of the catheter remains in the patient's body. The current status of the patient was unknown.